Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the system was hanging up. This complaint does not allege a death, serious injury, or safety issue.

Manufacturer narrative:
.